Manufacturer narrative:
Concomitant medical products: product ID 8780; serial# (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2023. Product type: catheter, product ID 8782; serial# (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2023. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 21-jan-2025, UDI#: (B)(4); product ID: 8782, serial/lot #: (B)(6), ubd: 15-aug-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via manufacturer representative (rep) regarding a patient receiving intra thecal gablofen 2000 mcg/ml at 631.0 mcg/day via an implantable pump for unknown indications for use. It was reported that per the physician, the patient had been experiencing a post-dural headache as well as fluid collection in the lumbar spine where the intrathecal catheter was anchored that was believed to be a cerebrospinal fluid (csf) leak. Environmental/external/patient factors that may have led or contributed to the issue included a previous catheter revision with abandoned spinal segment and a new catheter anchored on (B)(6) 2023. The patient also had three other catheter revisions with spinal segment replaced on (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023. Additionally, the patient had another csf leak repaired on (B)(6) 2023. Interventions/actions that were taken to resolve the issue included the patient being taken to the operating room (or) today for a planned catheter revision. The physician placed the patient in a prone position. The lumbar incision was opened and the existing functional 8780 was spliced and the spinal segment was removed. The physician was given an 8782 revision kit and the new catheter was placed at t7 and then connected to the existing pump segment using a collet. It was also reported that there was another previously abandoned spinal segment that had been tied off that was removed. The physician placed multiple sutures and used tisseel fibrin sealant to close up the dura. The incisions were then irrigated and closed. At the end of the surgery, the patient was rolled back to a supine position at which time the physician used a catheter access kit to aspirate from the catheter port to assess patency and clear any remaining drug from the catheter. It was further reported that the physician aspirated 3 ml from the catheter access port. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight was provided and medical history was asked but was unknown.